Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella cp support due to non-st elevated myocardial infarction. While on support, the patient was confused during the night and the impella was pulled back into the aorta and sterile sleeve was also torn loose. Impella cp was replaced. The patient survived the explant.

Manufacturer narrative:
The investigation of positioning issues and product damage (sterile sleeve damage) has been completed. The pump was returned for investigation. The sterile sleeve was found detached on the returned product. No other physical abnormalities were observed. The sterile sleeve detachment was attempted to be reproduced on another impella cp and the sleeve was confirmed to detach without ripping or tearing the sterile sleeve. The data log showed active suction and impella position in aorta alarm, followed by a disabled placement signal monitoring alarm. According to the clinical notes, the patient was confused and pulled the impella back into the aorta during the night, tearing the sterile sleeve. The cause of the positioning issue was use related, based on provided clinical details and returned product investigation. The cause of the sterile sleeve damage issue was use related, based on provided clinical details and returned product investigation. H.6 revised health effect - impact code as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-19722.